Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 1100335156. Model/catalog description: control pump fgs iz. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100322443. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) # (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence, as the cuff was removed to allow for repeat catheterization and treatment for other diagnoses. A surgical procedure was performed at a later date, to remove the remaining components and implant a new aus. No device issues or other patient complications were reported.